Event description:
It was reported that the device was in an over-discharge state and was explanted. Loss of therapeutic effect was reported. The patient had replacement of their implantable neurostimulator (ins) and leads due to high impedances found intra-operatively with the lead and battery depletion of the ins. The device was a rechargeable but had not been charged for several years. Therefore, the manufacturer's representative was unable to interrogate the ins the battery (B)(6). The patient reported difficulties charging the device and had not felt stimulation for several years. Therefore, the device was replaced with a non-rechargeable device. Post-surgery the patient was receiving effective stimulation.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of lead model 3776 serial number (B)(4) determined all conductor wires were broken 20.2 cm from the distal end at the anchor site. All circuits were open. Analysis of the titan anchors model 3550-39 found no significant anomalies.